Manufacturer narrative:
This initial emdr is being submitted to FDA for outside u.s. Like products reporting. "Haptic damage" is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). "Lens dislocation" is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Implant date: (B)(6) 2021. Damaged haptic after implantation. Reduced visual acuity due to dislocation/misalignment was reported. A secondary surgery is required on a future date.

Event description:
Implant date: (B)(6) 2021. Damaged haptic after implantation. Reduced visual acuity due to dislocation/misalignment was reported. A secondary surgery is required on a future date.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 -corrected to yes. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Syth-140-01). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.